Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Kidney biopsy with coax. Made 8 passes with two guns and only got 2 good samples. The rest were all fragmented and unusable. Dr. (B)(6) is concerned with bleeding risk when multiple passes are not collecting a sample.

Event description:
Kidney biopsy with coax. Made 8 passes with two guns and only got 2 good samples. The rest were all fragmented and unusable. Dr. (B)(6) is concerned with bleeding risk when multiple passes are not collecting a sample.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. Two opened sample was returned from the customer for review. A visual inspection was performed on the returned product, and it was found that the pincer was flattened in one device and the pincer was bent in the second device, inhibiting it from properly obtaining a sample. The complaint is confirmed for two devices. There are stringent computer and photographic inspections that ensure the pincer is not deformed during the manufacturing process and has the proper radius. CAPA ca-0042 has been opened to investigate the issue in detail. A cause has not been established yet.